Event description:
It was reported to boston scientific corporation that a prefyx pps sling system was implanted on (B)(6) 2008. According to the complainant, as a result of the implant, the patient experienced erosion, mesh extrusion, severe persistent pain, nerve damage, weight gain and the inability to perform during sexual relations. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.